Event description:
It was reported that the patient underwent a revision surgery of the stem and tray. Reason for revision was recurrent dislocation. Procedure was completed by humeral stem being revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.